Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking from the undefined location. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support.